Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a tibial angioplasty procedure. Reportedly, when the proglide plunger was retracted, no suture was present. A second proglide device was used with the same results. A third proglide device was used and when the needles were deployed, no suture was present. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture could not be confirmed. A conclusive cause for the reported failure to deploy the suture could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.